Event description:
Customer reported unit still not working. No patient/user harm reported.

Manufacturer narrative:
Date of report: 22sep2018. Date of manufacturer: 31july2018. (B)(4). The supplier tested the returned blower, performed the blower motor troubleshooting procedure and the blower motor failed. It was determined that the resistance between phase windings and shaft and case of the motor are lower than expected.